Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, inflation over rated burst pressure, interactions with other devices, anatomical conditions, a previously implanted stent or insufficient preparation prior to use. The device was prepped prior to use without any leak or ruptures noted, which would suggest that the device was not damaged prior to use. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the 1st diagonal artery. The 2.0 x 12 mm mini trek dilatation catheter was advanced and inflated for pre-dilatation; however, the balloon could only be inflated to 4 atmospheres (atm). Additionally, contrast was noted to be leaking from the balloon; therefore, balloon rupture was confirmed. There was no adverse patient effect and no clinically significant delay in the procedure. The device was removed without resistance and dilatation was completed using a second trek dilatation catheter. No additional information was provided.